Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, h2: type of follow up - additional information/ device evaluation, h3: device evaluated by mfg - additional information, h6: additional information, h11: additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge test was performed and failed due to usb connector was damaged/ not recognized to download log. Receiver boot test was performed and passed. Functional tests were not performed due to usb connector was damaged/ not recognized to download log. An internal visual inspection was performed and passed. The receiver log was downloaded. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.